Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had procedure on (B)(6) 2018 in left eye and during such the suction broke before the second arcuate incision was able to be created. The original plan was to perform two anterior penetrating arcuate incisions of 20 degrees of length at 133 and 313 degrees. The arcuate incision was formed at 133 prior to the suction break but not the one at 313 degrees. The main and side port incisions were also aborted due to the suction break. The surgery was completed without complication. There were no special medical interventions performed. Her visual acuity at day one was 20/30-2 uncorrected. At one week vision was 20/30 uncorrected and was best corrected to 20/20 with a refraction of plano-0.75 x 065. The patient is corrected for near in right eye from previous myopic photorefractive keratectomy. She also had myopic photorefractive keratectomy in the eye that I performed cataract surgery on. The patient desires to be glasses free after the cataract surgery because of the job.